Manufacturer narrative:
On 3/12/2020,additional information received indicated that patient underwent bilateral removal and replacement as follow: left replaced with cat#:3504251bc, sn#: (B)(6), and right replaced with cat#:3504251bc,sn#: (B)(6) and left implant pocket was slightly over -dissected laterally, so this was repaired with a left capsulorrhaphy suture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 11/11/2019. Device evaluation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel 325cc silicone breast implant, cat/sn left (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 325cc silicone breast implant which the right side ruptured after implantation. The issue accompanied with pain and burning.the issue was confirmed by MRI examination. As a result patient scheduled for removal on (B)(6) 2019.